Manufacturer narrative:
Unit received with blank display due to moisture damage on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank display. Cracked select button on keypad overlay. Corroded force sensor assembly and moisture damage on motor assembly. Tested with a test p-cap and the test p-cap locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that there was cracked on buttons. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.